Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. An error code 5 / solid tone was noted. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and avoid accidental contact with other instruments during use."

Event description:
It was reported that during a procedure, when test was run, seemed fine. When in patient though, the system indicated instrument error. Repeated the process, again indicated an error. They completed the procedure successfully with another shear. There was no patient consequence.